Manufacturer narrative:
A risk to the pt's health could not be excluded for these specific circumstances, although there is no indication of a malfunction or defect or error of the brainlab device. The brainlab device works as intended, corresponding brainlab measures to minimize this already anticipated risk as low as reasonably practicable are in place. According to the hospital, there was no negative effect to the pt nor is expected, the pt has since returned for follow-up, and the lesion has disappeared. According to the hospital, the hospital has reported this mis-administration to the (B)(6) health dept. Brainlab determined the root cause as an isolated "human error" in regard to the use of the brainlab device.

Event description:
According to the hospital: intended was a stereotactic radiation therapy to 5 different isocenters (radiation treatment targets) in the pt's brain, with 1 fraction to each treatment target at the linear accelerator. The user assigned the isocenters to the treatment target volumes in the brainlab exactrac 5.5 system, used for the positioning of the pt at the linear accelerator, and had the last (5th) isocenter selected in exactrac and positioned the pt to that target. At the linear accelerator, the radiation fields for the first isocenter were selected and, in this isolated case, erroneously irradiated to the pt positioned at the 5th isocenter. Only after treatment, the hospital detected that the radiation fields of both targets 1 and 5 had been irradiated to isocenter 5 for this pt. There was no negative effect to the pt nor is expected. The pt has since returned for follow-up, and the lesion has disappeared. The hospital has reported this mis-administration to the (B)(6) state health department.